Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 24 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: excessive lubricants coming out of the barrel.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 24 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: excessive lubricants coming out of the barrel.